Event description:
It was reported that a cartridge alarm occurred during insulin delivery. A cartridge change was performed resolving the issue. Additionally, it was reported that the insulin gauge was inaccurate. The customer continued to use the existing cartridge. It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.